Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. Then went over 300 mg/dl. Patient's blood glucose value at time of incident 252 mg/dl. Patient's current blood glucose value 144 mg/dl. The customer was assisted with troubleshooting and declined for low and high blood glucose. Customer will not returned device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.